Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported battery failed alarm and reported blank display. Troubleshooting was performed and issue was not resolved. No harm requiring medical intervention was reported. It was unknown whether the customer continued using the device or not. Pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer ring = black. Case type = ngp. On (B)(6) 2023, the customer alleged was for battery failed alarm and blank display. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, and self-test. No blank display noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. In further full review in the pump history found multiple alarms on the event date of 10-feb-2023 and a week prior: failed batt/battery failed alarm (58) on 02/10/2023 20:19:23.000 to 02/10/2023 20:31:50.000. No delivery alarm in the pump history was found on --- during: 02/06/2023 18:55:23.000 alarmalertnotification faultnumber: nodelivery (7) - during bolus. 02/08/2023 14:47:47.000 alarmalertnotification faultnumber: nodelivery (7) - during bolus. 02/08/2023 19:12:47.000 alarmalertnotification faultnumber: nodelivery (7) - during bolus. 02/08/2023 19:57:35.000 alarmalertnotification faultnumber: nodelivery (7) - during bolus. 02/08/2023 22:23:43.000 alarmalertnotification faultnumber: nodelivery (7) - during bolus. 02/09/2023 19:06:09.000 alarmalertnotification faultnumber: nodelivery (7) - during bolus. 02/10/2023 10:14:51.000 alarmalertnotification faultnumber: nodelivery (7) - during bolus. No ¿no delivery alarm¿ during testing. No unexpected battery alarms/alerts during testing. Pump was cut open to perform visual inspection and found no physical component or moisture damage on the pcba 1, pcba 2, harness vibrator assembly, battery tube, motor, or force sensor.¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, and stained end cap label damage. Blank display was not observed during analysis and passed all required testing. Blank display and failed battery were not confirmed. Insulin flow blocked/no delivery alarm was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.